Event description:
After 50 days of treatment with mepilex (B)(4), the patient suffered an increase in liver scores: ggt 1128u/I; ap 337.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. Molnlycke health care has no evidence that the mepilex (B)(4) was directly related to the patient's condition.